Event description:
The hcp reported the "pt passed away in their sleep last summer." The death was felt not to be device related, but it is unclear if there is an autopsy pending. A follow up report will be sent when additional info is recevied.